Event description:
I had saline implants put in due to bilateral mastectomy because of ibd. About a yr later, I started experiencing insomnia, soreness of the breast. Progressing through the last 4 yrs to kidney and liver pains, swollen lymph-nodes, and painful skin disorders. My skin disorder has become chronic and debilitating. Open sores on 90% of my body.